Event description:
It was reported that during an angioplasty procedure, a balloon rupture occurred. The calcified lesion was located in the mid right coronary artery (rca). The quantum maverick mr 15mm x 3.0mm balloon catheter was advanced successfully across the lesion and inflated multiple times. The first inflation was approximately 10atms; the second inflation was lightly higher than the first. The balloon ruptured at 24atms, on the third inflation. The balloon catheter was removed from the patient without incident. The physician attempted to complete the procedure with an ultra 2 monorail 10mm x 3.00mm cutting balloon, but it also ruptured at 12 atms. It was further reported that the physician elected to end procedure with plans of a patient stress test in a few weeks. There were no patient injuries or complications. The patient's status was reported as "fine".

Manufacturer narrative:
The device was disposed; therefore, a technical analysis could not be performed. A batch review could not be performed, as the batch is unknown. The most probable root cause is determined to be user related.